Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint of the needle was bent was confirmed based on the investigation of the sample received. The customer returned one epidural needle for evaluation. Visual examination of the returned sample revealed the needle appeared to be bent. The cannula was bent toward the centre of the cannula as well as at the top near where it connects to the needle's hub. However, the needle's stylet did not appear to be bent. A device history record review was performed on the epidural needle with no relevant findings. It is unknown how the needle was handled prior to and during use and the pressure used for insertion and removal. Therefore, based on the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the tuohy needle from the kit is not rigid and bends easily when in contact with the ligamentum flavum. No sensation of bone contact. No consequences for patients other than a repetition of the procedure (up to 4 times). Devices from the same batches have been placed in quarantine." Associated complaints 3006425876-2026-00225, 3006425876-2026-00223 and 3006425876-2026-00224.